Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) exhibits signs of scratching. Additional information noted device has been opened and not used. It is unknown whether the tip of the cartridge was damaged, whether additional resistance was encountered during lens delivery, or whether the cartridge contacted the eye. The specific location of the lens scratch could not be confirmed, and it is unknown whether the optic or haptic was damaged. The extent of patient contact is also unknown; however, it was noted that the lens was not implanted. The procedure was completed using a backup lens, (the serial number of the replacement lens is unknown). No patient injury was reported, and no unplanned medical or surgical interventions, such as vitrectomy, incision enlargement, or sutures, were required. It is unknown whether the device caused or contributed to the reported event, and the current patient outcome remains unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 31, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the cartridge was cut and the plunger rod was bent. The cartridge tip was also deformed; this damage is consistent with the cartridge being cut and manipulated in order to remove the lens. The lens module and handpiece were inspected; no further issues were identified. The lens was coated in viscoelastic residue. The lens was cleaned and inspected; scratches and damage was observed on the surface and edge of the lens. The complaint issue of cosmetic appearance was identified during product evaluation; however, based on the investigation results, it could not be confirmed to be related to a manufacturing or design issue. No other observed findings were confirmed to be associated with a manufacturing or design cause. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.